Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with a fully illuminated and legible display. Unrelated to the complaint, evaluation revealed that the battery compartment was observed on the side extending from the threads down to the case seal. The returned battery cap was used to complete the investigation. The complaint that the display was dim, faded, and/or discolored was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.